Manufacturer narrative:
Updated to product problem only to reflect codes accurately in initial regulatory report.(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their ins ¿had fallen out of the pocket¿ almost immediately after it¿s implant. The hcp had not gone back in to do surgery to fix the issue because the patient first needed knee surgery (which was not related to the implanted device). The patient was going to follow up with their hcp for the ins being out of the pocket issue. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for bowel dysfunction/sacral nerv stim and gastrointestinal/ pelvic floor. It was reported that the battery came out of patient's hip and that they could feel the ins through their clothes and it was not in the pocket. Patient stated that the healthcare professional (hcp) thought it would go back in however it didn't. Patient mentioned that the hcp said they would need surgery to put it back but patient's insurance was not contracted with the hcp anymore so they couldn't have surgery. Currently patient was not looking for resolution and just wanted cat scan guidelines for their knee replacement which was unrelated to the device or therapy. No further complications were reported.